Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. The photos were reviewed, and visual evaluation of the photos confirmed the presence of the fm in the tube. This complaint has been confirmed for the indicated failure mode fm-spots. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2. It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 299 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 299 tubes. No adverse impact was reported regarding the patient or user.